Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the electrical-only medical device connection cable, reusable exhibited cable sparked and broke. The issue occurred during inspection for use. There were no reports of patient involvement.